Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the device twisted and broke in half of its length when screwed in. All broken parts could be retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device by switching the surgical technique. It was not necessary to do a second surgery. No further information was received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual evaluation, it was noted that the device was broken after the 3rd thread. The major diameter was measured and found to be within tolerance per drawing c2422. The method used to prepare the bone socket, as well as the bone quality encountered, were not provided. The cause of this remains undetermined, however a probable cause can be attributed to prying/leveraging forces during insertion.